Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient site has healed. The recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Event description:
It was reported that the recipient experienced headpiece retention issues between the external headpiece and implanted device. Add'l magnets were added to the external equipment to improve retention. The recipient began to experience pain and skin irritation at the magnet site. The recipient was prescribed ointment (type unk). The recipient continues to be monitored.